Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h5: labeled for single use? H6: coding changed based on the investigation result additional information d4:unique identifier (UDI) h4: device manufacture date evaluation summary event that occured is rest of a brush stuck in the op channel. Based on the investigation, a potential root cause of this failure could be user error issue. The spare/repair parts supply period of all pentax medical products is 8 years. The product has been used over 8 years, after shipment. It would basically be eol. Therefore, the defect related to the product could occur due to the product life, we need to recommend the customer to replace the product. A definitive root cause of the reported issue could not be identified. Pentax medical will continue to monitor field performance for this device. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2014 under normal conditions. The endoscope was reworked for filter defect including filter replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2014. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Rest of a brush stuck in the op channel. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.